Event description:
The company received information that suggested that there was air leakage from the cuff while in patient use. The customer states the leak seems to be at the connector port where bubbles have been noted. The customer also reported that the cuff seemed to be a different thickness and noted this across the same lot. The customer reported that the patient was re-intubated and there was no harm to the patient. The customer will return the sample for evaluation.